Event description:
It was reported that a kink occurred with subsequent recapture difficulty and blood loss at the access site. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed in the laa, but it was confirmed that it didn't meet release criteria. The physician attempted to do a partial recapture; however the was became kinked. The device could not be fully recaptured. The sheath was withdrawn from the right atrium to the inferior vena cava and the closure device detached from the core wire. A disposable gripper was used to retrieve the device from the patient's body. It was very difficult to snare and there were multiple attempts to get the closure device into the sheath; the procedure took around 6 hours. During this time the patient received blood transfusions due to blood loss in the femoral vein puncture site. The closure device was eventually removed from the patient. There were no further patient complications reported and the patient was reported to be doing well.